Manufacturer narrative:
Product complaint #: (B)(4). Batch #m53h2z. Device evaluation summary: the analysis results showed that the tlh90 device arrived with no apparent damage with a reload loaded on the device. The reload was returned void of staples. The device was tested for functionality with a test reload and it cycled, fired, and all the staples formed as intended. The staple line was complete and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. The following information was requested, but unavailable: just for clarification, this device (tlh90) only delivers a staple line. A cut line must be manually done. Did the surgeon fire the device and no staples were delivered? Or were staples seen in the surgical area but not in the tissue?

Event description:
It was reported that during an open colectomy the device cut but didn't staple. The doctor hand sewed the colon. A second device was not used in the procedure. There were no patient consequences reported.